Event description:
It was reported by the customer that on (B)(6) 2010 the aiming beam fired straight out of the tip of the fiber; the fiber started firing straight at 86,888 joules. Also, it was reported that there was undetected buried calcification; the fiber tip was kept off of the tissue and proper flow was maintained throughout the use of the fiber. The fiber tip (cap) was cleaned continuously through the procedure. No pt injury was reported. The device was not returned for eval.